Event description:
Account alleged that the head section will not lower.

Manufacturer narrative:
Technician found that the head section gas cylinder was bent. Account replaced the head section gas cylinder to resolve the issue.